Event description:
Account obtained three low pt calcium results that were higher when they were repeated after a calibration. The incorrect results were not used to guide therapy. The field svc rep was unable to determine a cause for the discrepancy.